Event description:
It was reported the pt was not able to make adjustments to their stimulation. Attempts were made both with and without the antenna attached. The pt had been hit by a door knob near the ins location two days prior. There was swelling and bruising observed over the site. The device was off during the accident. The pt had been unable to turn it back on. The pt remained at home. The pt was going to be seen the next day in the clinic.